Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a male patient coincident with dianeal pd2 unknown bag therapy. On (B)(6)2010, the patient began treatment with dianeal pd2 intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6)2010, a baxter clinical operator was informed about a punctured drain bag that was detected by the patient once his therapy was completed. On (B)(6)2010, dianeal therapy was discontinued. On (B)(6)2010, 48 hours after the detection of the punctured bag, the patient was diagnosed with peritonitis. The patient was treated with (unspecified) antibiotics (dose and frequency not reported). The outcome for the event of peritonitis was not reported. The reporter did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4).the product code is unknown and the sample was discarded, therefore no evaluation was performed. The product code is unknown therefore, no 510k number could not be identified.

Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
It was reported that approximately 2 weeks following an afib ablation, the patient was re-admitted to the hospital with shoulder/back pain and shortness of breath. Shortly after re-admission, the patient expired from a documented esophageal fistula. It was unclear what medical intervention was administered. No other information has been provided.